Event description:
The initial reporter stated that controls were outside of range for three assays on the cobas e 411 immunoassay analyzer. Calibration failed twice and the third calibration was successful. Controls run after calibration were successful. Patient samples were then tested and discrepancies occurred for 19 patient samples tested with multiple assays. Affected assays include: the elecsys tsh ver. 2 assay, elecsys ft3 iii, the elecsys ft4 iii assay, the elecsys probnp ii immunoassay, and the elecsys total psa immunoassay. Refer to the attachment for all patient data. The samples were initially tested on (B)(6) 2021 and repeated on (B)(6) 2021. The initial results were reported outside of the laboratory to the physician. Some results were corrected. The reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The customer stated that a pinch valve tube was leaking. The tubing was exchanged. The field service engineer checked calibration and control data, these were ok.

Manufacturer narrative:
The investigation determined the issue was resolved by the replacement of the pinch valve tubing.